Event description:
It was reported that, at the refill on the day of report, the residual reservoir volume was expected to be 5.1ml, but was actually found to be 1ml. It was confirmed that the full contents of the reservoir had been aspirated; bubbles were seen and a second stick confirmed all of the medication had been removed. The patient¿s previous refills had reportedly been ¿right on¿, though at a (B)(6) refill, the expected reservoir volume was 4.3ml, but the actual volume was 4ml. It was indicated that the patient exhibited no symptoms on the day of report, but had an ¿episode¿ three weeks prior in which the patient had presented to the emergency room (ER). At that time, she had exhibited an increase in clonus, tremors, spasticity, and some right-side weakness. It was noted that the ER had suspected the presence of an infectious disease. The plan was to increase monitoring since there were no symptoms present at the time of report. The device system was used to deliver lioresal. One week later, it was reported that the discrepancy was possibly caused by overinfusion. It was noted that the pump was accessed twice during the refill on (B)(6) and the pump manufacturer was called. The patient was reportedly fine and had no complaints. At the time of report, the patient¿s intrathecal baclofen treatment was ongoing.

Manufacturer narrative:
Product ID 8709, lot# l57854, implanted: 1999 (B)(6); product type catheter. (B)(4).